Manufacturer narrative:
The lot number provided is not a valid lot number. As contact information was not received in the information provided by ansm, no additional follow-up for correct lot number can be performed. A review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information patient experienced vaginal exposure, severe pain in the legs for 4 years, in the groin for 1 year, no more sexual relations, difficulty walking, limping, severe pain in the vagina, infections, malodorous discharge, bleeding, urinary tract infections, pain in the legs and hips.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of abnormal vaginal discharge, bleeding, erosion/exposure, infection including uti, pain, and sexual dysfunction, quality accepts the observations. Based on the available information, the reported complaint is identified in the risk management documentation excluding ambulation or postural difficulties. A clinical assessment determined there is no literature or data to support a direct causal relationship between altis and ambulation/postural difficulties. However, it appears to be secondary/subsequent or cascading effect of pain.